Manufacturer narrative:
Complaint confirmed. Tested returned unit. Unit of measure (uom) was set to mg/dl when meter was received. Found reset calibration memory values causing the uom to be selectable, the battery icon and booklet icon to appear on the display and give e3 errors. Serial number was also corrupt. Meter is inoperable. Customers and retailers have been notified by the fa 16 letter.

Event description:
Customer calling to report an error 3 upon test strip insertion. Customer also reported that the uom setting of their meter could be changed from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment.